Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-33, lot# va0fzbe, implanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported their lead wire broke and went into the tailbone causing horrific pain for over a year before it "wiggled its way up to the top of the skin," and was no longer causing a problem. It was stated their implant never worked for them so they never had it turned on after the first month post implant. The lead wire was still in their buttocks area, and one of these days they would have it removed. The doctor at the time indicated that if the lead wasn't bothering them then they didn't need to get it removed right away. The patient stated the broken lead wasn't bothering them so they would just leave it for now. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
New codes added upon further review and due to new information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that her tailbone started hurting a lot. She could not walk and had to purchase a minivan, lift, and scooter. She went to a pain specialist who though her problems were related to the implant wire being put in the wrong place. Her implant doctor stated "no," it could not be. The implant doctor was going to remove it after it had stopped hurting. The pain lasted for about one year, and then started subsiding over the next three to four months. The patient had her endocrine doctor and dermatologist look at "something" under her skin. Both said it was the wire broken and making its way up to the surface.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.